Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the field representative was interrogating the patient's current device, the patient's wife recounted a possible issue that occurred with the previous implantable cardioverter defibrillator (ICD). The patient's wife noted that the patient was having seizures and a computerized tomography (CT) scan. The patient's wife stated that after the patient's third seizure someone interrogated the previous ICD with programmer and noted that "his heart had stopped." The patient's wife stated that the ICD had shocked her husband two times but then he had to be externally shocked a couple times. The patient's wife did not give any specifics as to when this occurred, however it was noted that it was in a remote location in a different state as they live in two different locations at different times of the year.